Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels of 250-400 (mg/dl), specifically in the evenings, for the last 2-3 months. Bolus via the pump were administered to address bg levels. The customer stated the cause for the elevated bg levels was unknown. The customer also stated they were put on antibiotics by their healthcare provider and informed that this may increase their bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.